Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that when the end user reached up to use his trapeze the headboard of his bed collapsed injuring him. No other information provided. No description of injury provided. Update from (B)(6) 2015: the patient alleges personal injuries to head and groin area.